Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to there possibly being particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a issue related to a CPAP device's sound abatement foam. The patient has alleged to there possibly being particles in the air path. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - dust and dirt contamination inconsistent with sound abatement foam degradation/breakdown was observed in the device enclosure and airpath and black contamination observed at the blower seal of the blower box is consistent with the keratin contamination observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they confirmed that evidence of sound abatement foam/breakdown was not observed in the base unit.

Manufacturer narrative:
After review, it was determined that in previous report b2 was incorrectly captured. The following correction has been updated in this report. Section(s) b1, b2 has updated to reflect as product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.